Event description:
The patient was reportedly implanted with an unspecified manufacture's transvaginal "mesh product(s)." The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and continued medical treatment. The following info was not provided by the complainant: specific info of the alleged injury specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.

Manufacturer narrative:
The patient was reportedly implanted with an unspecified manufacture's transvaginal "mesh product(s)." The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and continued medical treatment. The following info was not provided by the complainant: specific info of the alleged injury specific info regarding whether intervention was performed. Specific info regarding why intervention was performed or what type/to what extent intervention was performed. Specific correlation between device performance and alleged injury. Current patient status.